Manufacturer narrative:
Exemption number: e2015015.

Event description:
Rp.(B)(4) - the dentist reported that, 1 month after the dental implant was installed in intraoral region #18, its non-osseointegration was observed. The implant was installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type IV).